Event description:
Customer reported on a bravo ph capsule that failed to attach from delivery system. The customer used the emergency detach procedure to release the capsule. According to the customer, a small tear on esophagus was noticed. Currently no further info is available.